Event description:
It was reported that " laser kept on lasing after releasing the footswitch and after pushing the emergency stop button it didn't stop lasing; the laser was unplugged." Customer reported laser was in use and the laser technician tried to place it into "stand-by" mode. The physician removed the probe from the pt area and the audible signal was still activated. The customer then tried to use the "emergency stop" and found that it did not work, the laser was then unplugged which stopped the laser. The fiber had been set down and burned a hole in the bedsheet. No injuries to pt or staff were reported. The physician was unable to complete the case.the trimedyne field service engineer conducted an on-site visual inspection of the laser and noted the following: on the control panel: the emergency stop button and the indicator lights were broken. It appeared that the display panel had not been folded down when laser was transported prior to the incident. Several scuff marks were noted on the back of the display panel indicating that it had been mishandled. Further inspection of the emergency stop button showed it to be sitting in its mount but the base was down in the control panel. The indicator lights were sitting in their mounts but not secured. The emergency stop button was replaced and the indicator lights were secured. Both were verified to be in working order. The footswitch was found to be broken. Initial inspection was done depressing the footswitch by hand. No clicking of the micro-switch was heard or felt. The reported footswitch was temporarily replaced with a back-up footswitch and laser was found to be functioning within specifications. Reported footswitch was returned to trimedyne for further evaluation.